Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false negative result with the ID now covid-19 assay. Confirmation testing was performed on panther pcr test and it generated positive results. No other additional information, including patient outcome was provided.